Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to oversensing. The shock impedance measurements were high, and maneuvers performed at the hospital resulted in reprogramming the device to the primary sensing vector from the secondary sensing vector previously programmed. Technical services (ts) discussed the case and noted that there was a risk of inappropriate sensing and close monitoring was recommended. In addition, delivered shock showed a shock impedance value higher that then upper limit of the typical range. Additional information noted that no x-ray was performed at a follow up and noise was seen in the secondary and alternate sensing vectors. Ts discussed additional testing and close monitoring. Additional information received noted that this device was deactivated and subsequently explanted, replaced, and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to oversensing. The shock impedance measurements were high, and maneuvers performed at the hospital resulted in reprogramming the device to the primary sensing vector from the secondary sensing vector previously programmed. Technical services (ts) discussed the case and noted that there was a risk of inappropriate sensing and close monitoring was recommended. In addition, delivered shock showed a shock impedance value higher that then upper limit of the typical range. Additional information noted that no x-ray was performed at a follow up and noise was seen in the secondary and alternate sensing vectors. Ts discussed additional testing and close monitoring. Additional information received noted that this device was deactivated and subsequently explanted, replaced, and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to oversensing. The shock impedance measurements were high, and maneuvers performed at the hospital resulted in reprogramming the device to the primary sensing vector from the secondary sensing vector previously programmed. Technical services (ts) discussed the case and noted that there was a risk of inappropriate sensing and close monitoring was recommended. In addition, delivered shock showed a shock impedance value higher that then upper limit of the typical range. Additional information noted that no x-ray was performed at a follow up and noise was seen in the secondary and alternate sensing vectors. Ts discussed additional testing and close monitoring. The device remains implanted. No adverse patient effects were reported.